Event description:
Device 2 of 6. Reference MFR report: 1627487-2014-15233 15235, 01536, 015237, 015238. The pt has 2 model 3166 leads (from the same lot) implanted as part of his pns (off-label) system. It was reported the pt experiences a "jabbing" pain above the ipg site when stimulation is on. When stimulation is turned off, the pain subsides. The sjm rep met with the pt and diagnostic testing indicated invalid impedance readings. However, the lead contacts showing invalid impedance are not used in any programs. The pt was reprogrammed and continues to experience the pain. The physician requested add'l programming continue to take place as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.